Manufacturer narrative:
Additional information is provided for h.2 and h.6. One product was received for evaluation. Visual inspection revealed the product used and not in its original packaging; decontaminated. The dso seal was peeling, and the uso seal was worn. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be air-in-line sensor intermittent. The air detector, dso sensor, uso seal, lcd lens, optic switch, chassis gasket, keypad, overlay, side label, and rear label were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited air in line. Patient involvement is unknown.